Manufacturer narrative:
Sientra complaint #: (B)(4). Investigational device [ide], no expiration date or date of manufacture available at this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade unknown, right side.

Event description:
Bilateral capsular contracture, baker grade 4, right-side.

Manufacturer narrative:
Sientra complaint: (B)(4). Sientra will no be able to perform device analysis because the customer discarded the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.